Manufacturer narrative:
One device was returned for repair. No service history was available. Conducted incoming performance verification testing and visual inspection. Confirmed customer complaint. When powering on the pump, it immediately alarmed with error code 45639. Probable cause was the printed wire assembly (pwa) and it was replaced. Conducted performance verification testing and device passed all tests.

Event description:
It was reported that the pump displayed error code 45639. This code indicates a downstream occlusion (dso) issue. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 45639. The event occurred during testing; there was no patient involvement.